Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet, with reported highest glucose of 351 mg/dl and nightly elevations over multiple days, and expressed concern that the device was not working; troubleshooting uncovered user behaviors including announcing meals when already elevated, entering inaccurate meal sizes, and frequent snacking with additional meal entries, and a factory reset was performed with resumption of insulin therapy. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included patient-reported frustration and the need for troubleshooting and education, with no medical interventions or backup therapy reported. Investigation included technical troubleshooting, review of use patterns, and patient education on best practices. Investigation of this case revealed no device malfunction and identified probable maladaptive use patterns contributing to hyperglycemia. It was concluded that device function was normal and that user practices were the likely cause of the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.